Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure this lead was attempted and not implanted due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received that during the implant procedure the physician experienced difficulty obtaining capture with this lead and after repositioning it the helix would not retract.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.